Event description:
Alleges trying to navigate a simple transition from sidewalk to road when the motor assembly on the one side lost power and the other continued to go causing the chair to spin to one side and throw customer into the street.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges trying to navigate a simple transition from sidewalk to road when the motor assembly on the one side lost power and the other continued to go causing the chair to spin to one side and throw customer into the street.